Manufacturer narrative:
Sunrise medical received the item and a quality inspector performed a preliminary evaluation on 9/12/17. The result of the preliminary evaluation was that the failure could not be duplicated after several function tests. The remote performed to specifications. A full evaluation was performed on 10/20/17. It was again concluded that the item performed to specifications. The joystick was plugged into a chair for a number of days with no observed movement or activation of the chair. The result of the full evaluation was that the failure could not be duplicated.

Event description:
Please see initial MDR 2937137-2017-00016.

Manufacturer narrative:
Sunrise medical has opened an investigation of this incident. It was determined that if the part has malfunctioned and if a similar incident were to reoccur, it could possibly cause or contribute to a serious injury or death. However, at this time it is unknown if the product has malfunctioned, since we have not received the part back for evaluation yet. Therefore, sunrise medical came to the decision to file the MDR and after we received the part and an evaluation is performed, a supplemental report will be filed with our findings. A new replacement joystick was shipped to the dealer on 7/3/2017.

Event description:
Dealer matt stated that the joystick is turning on by itself and going in reverse. He says the chair will do this intermittently. The dealer also stated the chair ran over a little girl's foot. As per matt, no injuries occurred as a result of this.